Manufacturer narrative:
Updated health impact code.

Event description:
This report is based on information provided by a philips remote service engineer, a bench engineer and a technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device camera was not displaying an image. The device use during an event is unknown. However, no patient or user harm.